Manufacturer narrative:
This supplemental report is being submitted to provide the customer response and updates. Communication with the customer further conveyed the following event: customer advised that this issue occurred months ago. There was an issue with the motherboard and they ended up replacing the device with a new one. There was no patient injury associated with the event. No further information was able to be provided in regard to the event. If additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customer's complaint and found the cause of the malfunction was a faulty qb board. The device was repaired and returned to asset storage. The customer requested a trade in. Based on the investigation completed, 5 years and 10 months had passed since the manufacture.

Event description:
The customer contacted olympus to report the monitor was turning itself on intermittently. The device malfunction was identified during preparation for use and there was no patient involvement.